Event description:
Patient was having pain where the device is. The device doesn't appear to be sutured to the muscle. The doctor wanted to reposition the device and suture down. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.